Event description:
It was reported that the user experienced persistent elevated blood glucose for nearly a day with moderate ketones while using the ilet and a steel infusion set; the user manually filled the insulin cartridge and reported no visible issues upon removing the initial infusion site, then replaced the infusion set, verified drops at the cannula, moved to a new abdominal site, and resumed insulin delivery after troubleshooting. Symptoms included hyperglycemia with ketones. Outcomes included no hospitalization and no need for follow-up. Investigation included technical troubleshooting with cartridge inspection for air, infusion set replacement, site change, and confirmation of insulin flow at the set. Investigation of this case revealed no device malfunction observed during troubleshooting and no visible set or site anomaly, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.